Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that during a case, the unit shut off all by itself after a few minutes. It was further reported that the medical staff had to retrieve another unit in order to finish the case.